Event description:
The reporter stated that her mother, a type ii diabetic for 42 yrs, was taken to the emergency room by paramedics where a blood glucose of 1204 mg/dl was obtained by a laboratory method. The pt was admitted to the hospital. Two hrs prior to the event, the suspect device gave a result of 60 mg/dl.